Event description:
It was reported that the fenestrated bipolar forceps instrument had a broken tip. There was no report of patient involvement and no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have a broken grip at the grip base. A piece approximately 0.193" x 0.560" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do not show damage. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.